Event description:
It was reported that a patient underwent a coronary artery bypass on (B)(6) 2012 and suture was used. During the procedure, fake knots, which were similar to actual knots, occurred which resulted in the coronary artery becoming damaged and torn. The knots were loosen manually. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. The device was visually evaluated. No breakages, fake knots, or simple knots were observed. Representative samples from the same lot number as the actual device were returned for evaluation. Upon visual examination of the sample it was found to be satisfactory. No anomalies were observed.

Manufacturer narrative:
(B)(4): coronary artery damage. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatch 2210968-2012-00998, medwatch 2210968-2012-00999, medwatch 2210968-2012-01000, medwatch 2210968-2012-01002, and medwatch 2210968-2012-01003. The same patient is represented in each medwatch.